Event description:
In 2008, it was reported to boston scientific corporation that a 5cm leveen needle electrode device was used in a radiofrequency ablation procedure on a patient's kidney (patient gender, age, and weight are unknown). According to the complainant, after the probe was removed from the patient, the doctor observed that the probe tines were "all tilted to one side." It was further reported that the doctor indicated that "the shaft on the probe was straight, and she was not sure if the tines were bent before, during or after the procedure." And, according to the complainant the physician was not sure if "all aspects of the tumor received ablation because of the bent tines." There were no reported adverse effects or patient complications resulting from the reported issue.

Manufacturer narrative:
Bent probe tines. The suspect device has not been received for evaluation; therefore, an analysis has not been performed. The cause of the reported malfunction is undetermined.